Event description:
It was reported that an unspecified number of syringe 10ml ll leaked during use. The following was reported by the initial reporter: "it was reported the syringes have been leaking. Verbatim: customer's response 02/16/2021. Almost every single syringe has been defective. Issue is that we use it to irrigate sodium hypochlorite in patients teeth and the back pressue and leakage through the plunger is extremely dangerous. It can spray on the patients¿ face and also on numerous occasions, it has gotten all over their clothing and ours as well. Please let me know. Called on behalf *******. She mentioned they have been experiencing issues with the bd luer-lok¿ syringes. She also mentioned they called friday 2/5/2021, but left a voicemail and have not heard back. In regards to the bd luer-lok¿ syringes,**** stated that during use, the syringes have been leaking and spilled bleach. This bleach has spilled all over the patients as well as the doctor during their irrigation practices. There was no type of customer or patient harm, but clothing has been damaged for both the patients and doctor. I have provided the doctor¿s information below. Reference no: 309604, lot no: 2275360".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-01. H6: investigation summary: two resealed shelf cartons from batch 2275360 (p/n 309604) were received. The cartons each contained approximately one hundred 10ml syringes in blister packs from the same batch and part number. Please note batch 2275360 was expired as of 2007 and bd does not make claims about the performance or efficacy of expired products. The barrels from batch 2275360 had slight taper in their walls per specification. It is a known condition that may have potentially contributed to the leakage past stopper condition. The tools have since been upgraded ¿ current production manufactures barrels with no taper walls. The device history record is not available for review as records are only maintained for seven years.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 10ml ll leaked during use. The following was reported by the initial reporter: "it was reported the syringes have been leaking. Verbatim: customer's response (B)(6) 2021. Almost every single syringe has been defective. Issue is that we use it to irrigate sodium hypochlorite in patients teeth and the back pressure and leakage through the plunger is extremely dangerous. It can spray on the patients¿ face and also on numerous occasions, it has gotten all over their clothing and ours as well. Please let me know. Called on behalf . She mentioned they have been experiencing issues with the bd luer-lok¿ syringes. She also mentioned they called friday (B)(6) 2021, but left a voicemail and have not heard back. In regards to the bd luer-lok¿ syringes, (B)(6) stated that during use, the syringes have been leaking and spilled bleach. This bleach has spilled all over the patients as well as the doctor during their irrigation practices. There was no type of customer or patient harm, but clothing has been damaged for both the patients and doctor. I have provided the doctor¿s information below. Reference no: 309604, lot no: 2275360."